Event description:
Patient was injected in the nasolabial folds with radiesse dermal filler; two days later, she developed pustules, redness and edema of the left cheek. The patients face was cleansed with alcohol before the procedure began.

Manufacturer narrative:
Two days post injection, the patient developed pustules, redness, and edema of the left cheek. The patient went to the ER, where she was diagnosed with a cellulitis. A PICC line was inserted and IV antibiotics were started. A visiting nurse will administer the antibiotics daily for seven days. The patient is recovering without complications.